Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2008. The patient was revised on (B)(6) 2015 due to unknown reasons.

Manufacturer narrative:
Additional information was received on june 28, 2016. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 n. The patient was revised due to pain, loosening and elevated metal ions.

Manufacturer narrative:
Additional information was received on september 26, 2017. The devices were returned and the result of the visual examination has been made available. Hr review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision due to pain, loosening, elevated metal ions. Review of received data surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for endoprosthesis". Devices analysis: visual examination: following components have been returned for investigation: durom cup and ldh head and head adapter. All received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows none bone ongrowth on the anchoring side. The inner surface of the head adapter shows some surface changes in form of fretting corrosion the outer surface of the head adapter and the head taper could not be reviewed as the head adapter is still assembled in the ldh head. Conclusion: the result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).